Event description:
It was reported by the affiliate that the (1) tlc75 was used during an unknown procedure. It was reported that the instrument locked out. The case was completed with another device. There was no consequence to the pt.